Manufacturer narrative:
This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27. No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 04716i000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 04716i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; (B)(6). This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of this investigation and the information from the customer site, it was determined that no product deficiency was identified for the architect ipth assay.

Event description:
The customer observed a falsely elevated ipth result for one (B)(6) year old female patient on the architect analyzer. The following data was provided for a patient with a history of 98.2 pg/ml: sid (B)(6) initial 58.3, repeat 94.0, 58.3 pg/ml. There was no impact to patient management reported.